Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an increase in threshold and impedance over time. This resulted in high threshold and impedance values. The lead was capped and replaced. No patient complications have been reported as a result of this event.